Event description:
The pt experienced hypotension (bp 66/41) nausea and bradycardia (pulse 44) at the end of a 3 1/4 hr dialysis treatment. The pt was connected to a cardiac monitor and given o2 at 3l. The physician examined the pt and she was transferred to the hosp and admitted for further evaulation. The second pt, who was dialyzed on the same machine on this date, experineced nausea and reported "feeling bad" near the end of dialysis. Treatment was terminated and the pt was given saline. The pt went home after treatment. Follow-up was done with the pt the next day and the pt's wife reported that the pt vomited later in the evening and felt weak. The machine was removed from svc on 9/4 following the second pt reporting symptoms. A functional check was performed and no problems were identified. On 9/5/95 the machine was again removed from svc due to low condi. No pts had dialyzed on the machine. Volumes were recalibrated on the acid and bicarb pumps and the bicarb tee was replaced. On 9/6/95 the machine was put back into service. The first pt who dialyzed on this machine reported nausea and "feeling bad" two hrs into dialysis. Bp 93/60, pulse 75, temp 95.7. The pt appeared anxious and restless. The machine conductivity alarmed as the pt's treatment was being terminated. Dialysis was resumed on another machine. The pt's symptoms improved and treatment was completed.